Event description:
It was reported that this atrial lead was capped due to a fracture. A lead revision procedure was required, the doctor opted to replace the pacemaker as well to prevent an additional surgery on the patient when the device reaches replacement status. There were no additional adverse patient effects reported. The device will not be returned for evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).